Event description:
It was reported that the ventilator's oxygen readings were higher than set value. The ventilator was not on a patient at the time of the event. The customer declined to provide the type of the device.

Manufacturer narrative:
Product analysis #225066432: unable to duplicated failure. The oxygen sensor was installed into the test unit to the verify symptom and passed testing. The settings were adjusted to 30%, 50%, 80% and 100%. The tolerance for the oxygen sensor should not exceed +/- 3%. The following measurements were obtained from the servomex 30.1%, 50.3%, 80.3%, and 99.5%.

Event description:
It was reported that the ventilator's oxygen readings were higher than set value. The ventilator was not on a patient at the time of the event. The customer declined to provide the type of the device.